Event description:
It was reported through european society of cardiology, three days post initial implant, the patient was admitted to the hospital due to tamponade associated with cardiac perforation by the right ventricle (rv) lead. Pericardiocentesis was performed, however, the patient passed away eleven days later. The reported cause of death was tamponade. Details are listed in the article titled "procedural outcome and follow-up of stylet-driven leads compared with lumenless leads for left bundle branch area pacing".

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.